Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increased capture threshold. The rv lead was explanted and replaced on (B)(6) 2024. There were no patient consequences.